Manufacturer narrative:
This device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, it was noted that stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
This device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts raised and bunched. The undamaged stent od outer diameter was measured using and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, it was noted that stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.